Manufacturer narrative:
We checked the returned unit and confirmed that the pcb for cmos drive fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the pcb for cmos drive. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the down pulley wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the electrical connector fluid damage, the operation channel leak, the bending rubber cut, the suction channel dirty, and the angulation-down angulation failure; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).